Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2016-00168. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using penumbra coil 400 coils (pc400 coils) and a penumbra coil detachment handle (handle). During the procedure, while detaching four pc400 coils in the aneurysm using the handle, the physician experienced smooth and rough detachments of the coils, which required multiple attempts. The physician then made three attempts to detach a fifth pc400 coil using the handle; however, the coil was unable to detach so the physician bent the marker alignment zone of the pc400 coil pusher assembly and manually pulled on the pusher assembly but was still unsuccessful. The pc400 coil was removed and the procedure was completed using six new pc400 coils and another manufacturer's coils. There was no report of an adverse effect to the patient.